Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis. Subsequently, the pt experienced bilateral necrosis and infection in the left breast and extrusion of the right device. The devices were removed on 5/1/97.